Event description:
It was reported to boston scientific corporation that an exalt d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the screen looked fuzzy, and an error screen appeared. The scope was disconnected and reconnected to the controller, and the visibility was recovered. The procedure was completed with the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient and problem code a090208 captures the reportable event of poor quality image inside the patient.